Event description:
Pt felt an uncomfortable feeling in the chest. Mitral regurgitation, grade iii. At explant noted a part of the suture lines were worn out and caused perivalvular leakage. The condition of the valve itself was good. The pt on warfarin due to atrial fibrillation. No further info was provided.